Event description:
Information was received from a consumer regarding a patient receiving baclofen via an implanted pump. The indication for pump use was multiple sclerosis and intractable spasticity. On (B)(6) 2016, the patient reported that she had a cell phone. She stated, ¿I think it¿s dumping my pump.¿ the patient stated that ¿she¿s having bad back spasms and it¿s ruining the phone.¿ when asked when this started, the patient stated when she put the new back on her phone about a week ago. No interventions were mentioned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.